Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:11 in the pump's event history. The baxter service technician confirmed that this condition was caused by a faulty air in line printed circuit board. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by a faulty air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through mdq-CAPA-(B)(4).